Event description:
The customer observed smoke coming from the process path of the architect i1000sr process module. The customer indicated they initially smelled burning and upon opening the top cover of the analyzer the smoke was visible. There was no injury to the instrument operator or impact to patient management reported.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, abbott field service review, a search for similar complaints, and a review of product labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. The fse found a leaky syringe which had caused the syringe sensor board to become wet and short circuit. A service history review of the instrument found no additional complaints for a syringe or burning/ smoking issues for the analyzer. Tracking and trending was completed for the syringe part and no adverse trend was identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i1000sr analyzer, ln 01l86 was identified.